Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to sufficient advancement of the helix could not be confirmed even after multiple attempts, stable placement was not achieved. Physician stated that the possibility of a product defect cannot be ruled out and the lead was reported as a defective product. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to sufficient advancement of the helix could not be confirmed even after multiple attempts, stable placement was not achieved. Physician stated that the possibility of a product defect cannot be ruled out and the lead was reported as a defective product. A new lead was implanted. No adverse patient effects were reported.